Event description:
It was reported by nurse that customer had emergency medical care for high blood glucose of 500 mg/dl. Customer was not checking her blood glucose levels regularly. Customer was treated with insulin drip and normal saline. Time and date on the insulin pump is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.